Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: a vyaire field service representative(fsr) evaluated the device onsite and replaced the 02 cell sensor. Est (extended systems test) passed and blending accuracy verification was conducted. Fi02 range is within +/-3% specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has low fio2 (fraction of inspired oxygen). The customer confirmed that there is no patient involvement associated with this reported event.